Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported loss of hearing sensation with the device. Before the abrupt loss in hearing sensation the user heard a strange noise with the device. There was no accident or trauma reported. Re-implantation is considered.

Event description:
The recipient reported hearing a strange noise with the device and then an abrupt loss of hearing sensation. There was no accident or trauma reported. The implant site appears healthy with no swelling or redness present. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.